Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter displayed an unknown "error" message. On (B)(6) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 1-2 weeks prior to contacting lfs. It is not known how the patient manages his diabetes or if changes were made to his usual diabetes management routine. The patient claims he felt symptoms of "blood sugar high" possibly after the start of the alleged issue. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the alleged issue was not resolved with retesting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury possibly after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned but not evaluated by lifescan product analysis. Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Investigation confirmed there were error messages in the meter's error log; however, the error message was not reproducible during testing. The test strip vial which contained the test strips involved with the complaint was returned to lifescan; however, testing was not possible since the vial was empty.